Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connection collar couldn't be attached to the connection between the yume set and transfer set. There was a gap between the spike port of yume-set and the spike root of transfer set after connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found damaged patient adapter. Leak testing, clear passage test, clamp function test, and integrity of seal surface test were performed with no issues noted. The reported condition was not verified; however an additional defect of damaged patient adapter was identified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.